Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/6/2024 h6 component code: g07002 no device problem found a review of the batch manufacturing records was conducted, and no related non-conformances were identified. Investigational summary: the product was returned to ethicon for evaluation. One unopened sample was received for analysis. The product code z771d is multistrand and contains eight strands per packet. In order to evaluate the condition of the returned sample, the packet was opened. The swage and attachment area were noted as expected. The suture was dispensed without problems and examined along the strand no anomalies were observed during the evaluation. The functional test was performed using instron equipment and the pull force result was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional h3 investigational summary: the product was returned to ethicon for evaluation. One open sample with six detached needles and two undispensed strands was received for analysis. Product code is z771d which is a control release and requires eight strands per packet. Upon visual analysis of the returned sample revealed that the swage and attachment area were noted with excessive pressure. A functional test was performed using instron equipment and the pull force exceed the maximum customer requirements on the two undispensed strands. In addition, the sutures of the detached needles were not received for analysis. Based on the information currently available, a pull value too high was identified as pull off during the investigation of the samples received. This product issue will be addressed through ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2024 and suture was used. During an unknown surgery, during interrupted suture, the needle did not detach from the suture. It was a control release needle. There were no adverse consequences to the patient. Additional information was requested.